Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient reported he is experiencing ineffective stimulation. The patient stated he felt stimulation in his legs, but not in his back. The sjm representative met with the patient and reprogramming was not able to provide stimulation in the patient's back. The patient indicated he is satisfied with the stimulation and the relief it provides for his leg pain. The patient does not wish to pursue surgical intervention for this issue.